Event description:
It was reported that the pump battery could not be charged resulting in pump shutdown. Customer's blood glucose level was not impacted. Customer reverted to manual injection for insulin therapy.